Manufacturer narrative:
Integra has completed their internal investigation on 11/25/2014. The investigation included:: methods: evaluation of actual device. Review of device history records. Results: evaluation of complainant related device: the hose was damaged with a sharp item. A DHR review was undertaken of the works order number and the associated test record (B)(4), to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The manufacturing paperwork was completed correctly following company work instructions. The documentation shows that the device was produced in march 2000. Of particular note, the test record shows that all functionality tests were performed satisfactory prior to the unit being released. No concessions are listed on the work order. This was the only serial number produced under this work order. Conclusion: the service center investigation has confirmed the failure stating that the damage to the hose has been due to a sharp item. The cause of the damage was not known. This item has been in service for a number of years. There was no indication that the root cause was related in anyway to the design of the product or the process of manufacture. This can be considered as an isolated incident with no identified root cause integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that the hose was torn. Additional information was requested and on (B)(6) 2014, the following was received from the customer. The sterilization department saw that the hose was torn after use. It was a normal repair due to a user failure. No other information was provided.